Manufacturer narrative:
The subject device has been received, but investigation has not yet been completed. In addition, the customer confirmed that they would like to proceed with the independent laboratory testing of the device. The independent laboratory testing schedule has not yet been finalized. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. This report has been reported by the importer on MDR# 2951238-2021-00421.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope was a scope of potential infection after being notified by the (B)(6) center for disease control (cdc) that they were dealing with a carbapenem-resistant enterobacterales (cre) organism. The scope of concern was cultured by the customer on (B)(6) 2020, and (B)(6) 2021. On (B)(6) 2021 the scope was tested after a known cre case. The scope tested negative after each culture on (B)(6) 2020, and (B)(6) 2021. The epidemiologist was made aware of a cluster of patients that were infected over 1 year ago with carbapenem-resistant enterobacteriaceae (highly resistant cp-cre organism). A "few patients" tested positive; however, reprocessing department was never informed. The reprocessing department was instructed to pull the device out of service on (B)(6) 2021. The device was cultured on (B)(6) 2021. The culture was done after the device had been disinfected numerous times as the patient infection occurred in (B)(6) 2020. The device culture was negative. The customer further reported that they had three patients who had been examined by this particular scope and were genetically identical e. Cloacae. This complaint is for patient 2, a (B)(6) year old female weighing (B)(6) with a medical history of pneumonia, hypertension, hypothyroidism, paroxysmal atrial fibrillation, and peptic ulcer disease. The patient was scoped with the subject device for biliary obstruction and cholangioca on (B)(6) and (B)(6) 2020. The patient was later diagnosed with sepsis after her blood was cultured and tested positive for kpc-e. Cloacae on (B)(6) 2021. The patient received IV antibiotics for sepsis and her current status is reported as living. Patient identifier (B)(6) is for patient 1 of 3. Patient identifier (B)(6) is for patient 3 of 3. This complaint is for patient identifier (B)(6) for patient 2 of 3.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the site visit, laboratory results, device evaluation, legal manufacturer's investigation and device history records (DHR) review. The device was sent to an independent laboratory for culturing. Micrococcus luteus was recovered from the samples extracted from the distal end, elevator mechanism and instrument/suction channel of the device. The laboratory was unable to confirm the presence of a carbapenem-resistant enterobacter (cre) organism in the device. Based on the physical evaluation performed on the returned device, the olympus technician did not find any stains or foreign material inside the biopsy or suction channels. The biopsy channel and suction channel were examined with an olympus boroscope. Light scrape marks were found on various locations of the biopsy channel wall; no damage or abnormalities were noted within the suction channel. The video scope was inspected and discovered chips on the bending section cover glue near the distal end side. Additionally, the bending section cover glue was discolored on both ends. The forceps elevator was fully manipulated in the upward direction and no foreign material was observed. The device passed the leak test. The device was serviced and then returned to the user facility. An endoscopy support specialist (ess) visited the user facility to observe their reprocessing practices. The ess reported that during pre-cleaning the instrument channel was suctioned for 10 seconds, instead of the 30 second requirements plus continuing to suction while the elevator is moved up/down three times was neglected. During manual cleaning, it was observed the olympus reprocessing poster was not available for technician review and very minor deviations to brushing. In addition, the elevator was not set to the neutral position when setting the device into the automatic endoscopic reprocessor. During the drying stage, cotton swab drying of the channel openings and forceps elevator was missed. On (B)(6), 2021, the ess provided a cleaning, disinfection, and sterilization (cds) wall poster and reprocessing in-service to review reprocessing deviations noted during the reprocessing observation. Based on the results of the investigation, it is unlikely the patient infection was caused by the device for the following reasons: a) highly resistant cre organism detected from the patients was an intestinal bacterium, which is different type of microorganism recovered from the device (micrococcus luteus). B) the culture tests on the device were performed after several months from the procedures for the related patients. A definitive root cause was not identified. Based on the results of the investigation, it is likely that the following led to the scope testing positive during the independent culturing: a) the user facility was found deviating from instructions for use (IFU) reprocessing manual caused insufficient reprocessing as the customer was observed not following the steps below: a. Biopsy channel was suctioned for 10 seconds, instead of the 30 second requirement. B. Continuing to suction while the elevator is moved up/down 3 times was neglected. Olympus will continue to monitor the field performance of this device.